Manufacturer narrative:
Manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: based on the investigation of the returned catheter sample a deployment failure could be confirmed. The deployment mechanism was found in used condition, and a force transmitting joint on the outer sheath was found separated which made a successful deployment impossible. Further use of the mechanism after the joint separation led to the alleged wheel blockage. Increased release force was considered as reason for joint detachment. A process related issue could not be identified. Based on the information available the investigation was closed as confirmed for joint detachment. A definite root cause for the detachment and the subsequent event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. Correct holding and handling throughout deployment was found sufficiently described. In regards to release force increase the IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. In regards to pta the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The IFU further state: 'the lifestent 5f vascular stent system is intended to improve luminal diameter (...) In the native superficial femoral artery (sfa) and popliteal artery'.

Event description:
It was reported that during a stent placement to treat dissection in the superficial femoral artery via contralateral groin approach the thumbwheel allegedly did not rotate and the stent failed to deploy. Reportedly, the delivery system was removed and a new one was used to complete the procedure. There was no reported patient injury.